Event description:
This is the same patient and same event reported under MDR ID# 2939859-2002-00103. This is the second MDR submitted for the second suspect product. Hypersenitivity at injection site at upper and lower vermilion borders and bilateral nasolabial folds. Physician has prescribed cutivate cream, intralesional tac-3, and oral prednisone to treat patient's symptoms.